Manufacturer narrative:
Follow-up #1: date of submission 06/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/14/2015 with the following findings: the complaint could not be duplicated or confirmed. The pump powered on normally with functioning vibratory and auditory features. A prime sequence and 24 hour duration test were successfully completed. There was no evidence of self-suspending occurring. There were no hypersensitive keys observed on the keypad. The pump was able to be manually suspended and resumed with no issues. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (suspend) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.